Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station cdu1 was experiencing drawer failures across multiple drawers, after which the device shut down, rebooted, and continued to shut down repeatedly with the error message stating, "ac power has failed, please close all open drawers and doors immediately." The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.